Event description:
The account stated that the cell-dyn 3700 analyzer has generated erratic hgb results on 2 patient samples. On patient #2, the initial result was 7.3 g/dl a couple of hours later another sample was drawn and the result was 8.1 g/dl. The doctor queried the results and the samples were repeated. The results were 7.3 and 7.9 g/dl respectively. Both of the samples were sent to a main lab and the results were 7.0 and 7.8 g/dl. The doctor did not provide any other information regarding the patient. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, a customer from (B)(6) in (B)(4) reported discrepant hemoglobin (hgb) results on two (2) patient samples with the cell-dyn 3700 analyzer, serial number (B)(4). The first patient had a hgb result of 6.6 g/dl on a sample that was drawn in the morning. A couple of hours later, another sample were drawn and the hgb result was 10.4 g/dl. The physician questioned the results and the samples were repeated. The repeats were 6.6 g/dl for the first drawn sample and 10.2 g/dl on the second drawn sample. Both samples were sent to the main lab, using a cell-dyn 3700 instrument, and the hgb results were 6.6 g/dl for the first drawn sample and 10.0 g/dl for the second drawn sample. The second patient had a hgb result of 7.3 g/dl; another sample was taken a few hours later and the hgb result was 8.1 g/dl. Both samples were repeated and the results were 7.3 and 7.9 g/dl, respectively. The samples were also sent to the main lab and the hgb results were 7.0 g/dl and 7.8 g/dl, respectively. The customer checked the specimen collection tube and no deficiency was noted. The physician suspected that the issue was analyzer-related; however, the repeat runs performed on the cell-dyn 3700, s/n (B)(4), and the cell-dyn 3700 analyzer from the main lab ruled out an analyzer issue. The customer at the lab checked the cell-dyn 3700 and all specifications were within range. Hgb controls were within range and edta specimen collection tubes were not expired. This issue may be a case of pre-analytical issues, e.g., poor collection method not mixing, pre-existing patient conditions; however, there is not enough clinical information regarding the two (2) patients. The information provided by the lab indicates that the issue was not analyzer-related; the cell-dyn 3700 analyzer was performing within specifications. Quality controls (qc) were within range and maintenance was up to date on the analyzer. The (B)(4), titled prevention of patient hemoglobin errors; (B)(6) discusses pre-analytical errors, specifically, mixing errors on page 2 of 6. When hand-mixing a blood specimen, it is essential to produce a uniform suspension of the blood cells; if the specimen is insufficiently mixed, and a sample is taken from the top of the blood, erroneously low hgb and rbc results are generated, along with increased white blood cell (wbc) and platelet (plt) concentrations. When a sample is taken from the bottom of the blood tube, erroneously high hgb and rbc results are found, with low wbc and plt concentrations. The cell-dyn 3700 system operators manual, list number 06h89-01, revision f, under chapter 10, troubleshooting guide, pages 10-27 through 10-28, provides instructions for problem identification, problem isolation, and corrective action. Chapter 10, troubleshooting, page 10-60, provides information in regards to imprecise or inaccurate hgb data. A non-statistical trend (nst) review was performed for the reported issue from (B)(4) 2009 (B)(4). No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3700, in regards to the reported issue. This is the final report.